Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found a broken eyepiece cup (e/p) funnel. In addition a bent outer tube and minor debris in the optical system was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the identified fault patterns are most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the telescope, to olympus repair center for evaluation of a reported broken connection end. There were no reports of patient harm.